Event description:
It was reported that the patient did not receive effective stimulation from the scs system. As a result the patient may undergo surgical intervention at a later date to address the issue.